Event description:
False positive advia centaur troponin ultra results were obtained for samples from two emergency room patients and considered discordant when compared to a previous negative test and the repeat test results. No patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the evaluation of the instrument, the fse replaced a waste pinch valve, an aspirate 2 pinch valve, a y connection on the bleach tubing, a waste reservoir connector and adjusted the vacuum. The cause for the discordant advia centaur troponin ultra results is unknown. The customer's qc is run daily and was acceptable at the time of the incident. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.